Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Relative manufacturer reference number: 2938836-2020-06991. It was reported that when an asymptomatic patient presented for follow up in clinic, auto mode switch episodes with far r wave oversensing were noted on the atrial channel of the patient's device. Programming changes were made. The patient did not experience any adverse consequences.